Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): defib conductor fractured; distal segment returned and analyzed. Distal and defib conductors found distorted. Blood/body fluid present on the distal conductor, on the outer tubing overlay, and in/on the helix mechanism. The outer tubing was found kinked/buckled. The outer insulation was found melted and breached cut and the outer tubing overlay was found breached cut. There was white substance on the exposed defib coil and the helix was found distorted/bent.